Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that the transducers get wet. The transducers in the venous chamber get blood back flow that results in negative tmp. That causes the treatment to stop and bloodlines to clot. Upon follow up, the nurse stated the blood back flow occurred at the beginning of treatment. The 2008t machine alarmed with a tmp alarm prior to noticing the back flow. The issue was visibly observed and all blood was returned to the patient. The nurse confirmed there were no loose connections and no damage seen on the combiset. The nurse confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. Treatment took an extra 15 minutes to complete. The nurses are now acquiring old transducers to use for treatment setups. The sample was discarded and no longer available to be returned for physical analysis.